Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 35 mm diameter saccular abdominal aortic aneurysm. The aortic neck diameter was 21 mm just below the left renal, 19 mm at 10 mm distal to the left renal and 18 mm just above the saccular aneurysm. The length of the neck was 40 mm. The stent graft was deployed at the target location which was 15-20 mm above the aneurysm with 20 mm distal seal. The stent graft was positioned and deployed successfully. A reliant balloon was used to successfully post dilate the proximal and distal seal zones. Upon the final angiogram, a type ia endoleak was discovered. Additional ballooning with the reliant balloon was successfully completed but was unable to resolve the endoleak. A 25/25/49 endurant cuff was placed just below the lowest renal with maximum overlap and successfully resolved the endoleak. The cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).